Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had gone offline. The field service engineer (fse) found that the station was disconnected and not present on the remote smart service dashboard. Further inspection revealed that the net gear switch was not connected to power. The fse restored power to the switch, reconnected the station, and updated remote smart service and the component manager. Connectivity was verified on remote smart service, and the customer successfully verified login. No further issues were reported. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station went offline and the computer was not connected to the station. The customer attempted to reboot the station; however, the problem persisted. However, there were no delays, adverse events or injuries reported based on this event.